Event description:
Customer reported that the insulin pump alarmed button error and he could not clear the alarm. Customer stated he took a shower, was trying to change the reservoir and got stuck at fixed prime. Device has not been bumped or dropped but may have gotten moist when left by the sink. Customer is using his old insulin pump as his new pump was in his house that was destroyed by a hurricane and will not be cleared for entry for about a month and a half. Customer was advised to revert to back up plan. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.